Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 97 to 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 292 and 277mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 01/23/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer called and stated that his new metrix was reading a lot higher than his older true result meter. The customer stated he just received the meter several days ago.